Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h4. Investigation summary: complaint sample: 2 unit of actual complaint sample foils along with zipper trays, lids and needles and suture in pieces received for investigation for code nw2303 lot t8005. Suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foils were inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Returned needles were inspected under 10x magnification for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Received needles were inspected against mentioned voc performance -breakage needle but same was not evident in received complaint sample. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw2303 and lot t8005 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance -breakage needle and same was not evident in complaint sample, retain sample was tested for knot pull tensile strength test as well as needle pull off test. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. In addition, needle pull-off test was performed over five retain samples to check the behavior of the swaging process. All the individual as well as average knot pull tensile strength test and needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw2303/lot t8005. No other event was reported for same description from other parts of country where this lot was distributed. The detected detachment of suture/disintegration of suture issue may have been observed due to ingress of humidity through the observed pinholes. The observed pin holes might have generated during improper storage and handling of the product. Batch manufacturing records of nw2303/t8005 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. During manufacturing one ncr was raised during manufacturing of incident batch, but which is not related to the complaint event. Corrected information: d3, g1.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-01994, 2210968-2021-01995. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number t8005, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before the procedure, after opening the foil, needle was found broken. There were no adverse patient consequences reported. No additional information was provided.